Event description:
During a remote follow up, episodes of myopotential oversensing were noted on the right atrial (ra) lead. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.